Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when inflation difficulties were experienced during balloon inflation. The lesion was pre-dilated. After pre-dilating the lesion, the stent was advanced, and when inflation was attempted, the stent did not inflate. The balloon was withdrawn and removed together with the same stent. It was reported that after removal, the device was attempted to be inflated outside the patient, and there was leakage from the delivery system. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. No patient complications were reported as a result of this event.